Manufacturer narrative:
Customer reported that the caps are breaking upon light squeeze. No patient impact has been reported. A definitive root cause has yet to be established and the investigation is ongoing. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Customer reported that the caps are breaking upon light squeeze. No patient impact has been reported.

Manufacturer narrative:
Customer reported that the caps are breaking upon light squeeze. No patient impact has been reported. A definitive root cause has yet to be established and the investigation is ongoing. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Addendum: this supplemental MDR is submitted to document the results of photo evaluation and investigation performed to analysis root cause. From the returned photos, a cracked surgiphor bottle was confirmed. A device history record review found no non-conformances associated with this issue during production of this batch. Manufacturing issues associated to the reported event were not found in the reviewed retained lot sample. A definitive cause of the cracking was not determined. A project has been opened to further investigate the reported issue. Complaints are monitored and reviewed for emerging trends. Updated fields: b4, e1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Customer reported that the caps are breaking upon light squeeze. No patient impact has been reported.